Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported leak. A visual inspection and leak test were performed and revealed a leak originating from a hole in the bag seal. A clear passage test and clamp function test were performed with no issues noted. The reported problem was confirmed and the cause was determined to be a manufacturing related issue. A CAPA has been opened to investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set leaked during drain. The location of the leak was unknown. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted for lot number h11h16071 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.